Manufacturer narrative:
All parts reported for this event were returned and evaluated for the complaint that one plate was found broken in an x-ray. Based on the product evaluation, one of the returned plates identified in this report was found broken; therefore the complaint was confirmed. Based on the product evaluation, the most-likely cause of the complaint was determined to be a post-operative event that fractured the plate due to excessive force. Possible factors that could have contributed to this include incomplete reduction of the fracture, contouring of the plate resulting in a weakening of the mechanical properties, fatigue, or excessive force and/or impact. Based on the product evaluation, there are no indications of manufacturing defects associated with these parts. This is report 1 of 7 of the same event. Reports 2-6 are reported on MFR # 0001032347-2016-00076 through 0001032347-2016-00081.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of seven for the same event; see also 0001032347-2016-00076 through 00081.

Event description:
The sales associate reported plates were used to fixate mandible due to a jaw deformity, the date of implantation is unknown. Approximately 6 months after implantation, an x-ray was taken to confirm the fixated bones were healed. At that time, it was identified one of the plates (01-8065) was broken in half. All implants were explanted on (B)(6) 2015 and it was confirmed that the fixated bones were healed.